Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated that the sensor glucose was reading 138, but he tested his blood glucose level as he was not feeling well and it was 41 mg/dl. The customer treated with food, and after calibrating, the insulin pump suspended. The customer stated the sensor was fully inserted and there were no site issues. The customer had removed the sensor and requested a replacement. Troubleshooting for low blood glucose was declined. The insulin pump will not be returned for analysis.